Manufacturer narrative:
(B)(4). Concomitant medical products- oxf twin-peg cmntd fem md PMA , item 161469, lot 913890, therapy date - (B)(6) 2018, oxf uni tib tray sz d rm PMA, item 154725, lot 543150, therapy date - (B)(6) 2018. Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-00906 and 3002806535-2018-00907.

Event description:
It was reported that a patient underwent an initial knee procedure. Subsequently, the patient was revised due to unknown reason.